Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. During the patient's follow-up on (B)(6) 2010, she was noted to say that she is not interested in having surgery at this time. The patient has had a history of twiddler's syndrome.

Event description:
New information notes that during the pulse generator change out on (B)(6) 2014 the atrial lead was capped.